Manufacturer narrative:
The investigation determined that discordant, (B)(6) ahbc results were obtained from multiple different patients when tested using multiple lots of vitros ahbc on a vitros 3600 immunodiagnostic system. The results were discordant compared to (B)(6) ahbc results obtained from non-vitros (abbott) ahbc testing. The false reactive vitros ahbc results for the patients were obtained over the timeframe (B)(6) 2021 to (B)(6) 2021. A definitive cause of the discordant, (B)(6) vitros ahbc results was not established. It was possible to determine that vitros ahbc lot 2580, lot 2590, lot 2600 and lot 2610 were performing as expected via a review of e-connectivity. However, no data was available in e-connectivity to review the historical performance of the alternative vitros ahbc lots 2500, lot 2531, lot 2540, lot 2560 and lot 2576. A vitros ahbc reagent issue cannot be ruled out as a contributor to the false reactive vitros ahbc results for the patients. No diagnostic precision testing was performed when requested, therefore, an instrument issue cannot be ruled out as a contributor to the event. Pre-analytical sample processing could not be ruled out as contributing to this event, as it is unknown if the patient samples were prepared in accordance with the tube manufacturer¿s recommendations. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Additionally, turbidity in the samples for the patients could have affected the false reactive vitros ahbc results. Furthermore, incorrect handling of the patient samples between testing events is a possible contributor to the event, as it was not determined how patient samples were handled between vitros ahbc and abbott ahbc testing events. Non-specific antibody interference cannot be ruled out as a contributor to the event. Vitros ahbc testing could not be carried out using nabts as there was no patient sample remaining. It is possible that an unknown interferent was causing false reactive vitros ahbc results, although this could not be determined. Additionally, method to method differences between the vitros ahbc and abbott ahbc methods cannot be ruled out as a contributor to the event. The (B)(6) vitros ahbc results could be caused by the vitros ahbc reagent assays being less sensitive to detecting antibodies to the hepatitis b core antigen, than the abbott ahbc assay. The vitros ahbc reagent is a competitive assay, if the vitros ahbc reagent is less sensitive, the signal (alu) produced during a test will be lower, therefore, the corresponding vitros ahbc result (s/c) will be high and could breach the IFU interpretation and cause a (B)(6) ahbc result. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahbc reagent lot 2500, lot 2531, lot 2540, lot 2560, lot 2576, lot 2580, lot 2590, lot 2600 or lot 2610. Email address for contact office above is (B)(6).

Event description:
A customer observed discordant, (B)(6) ahbc results from multiple different patients when tested using multiple lots of vitros ahbc on a vitros 3600 immunodiagnostic system. The results were discordant compared to (B)(6) ahbc results obtained from non-vitros (abbott) ahbc testing. The (B)(6) vitros ahbc results for the patients were obtained over the timeframe (B)(6) 2021 to (B)(6) 2021. Patient 1, vitros ahbc lot 2500 result of (B)(6) versus the expected result of (B)(6). Patient 2, vitros ahbc lot 2531 result of (B)(6) versus the expected result of (B)(6). Patient 3, vitros ahbc lot 2540 result of (B)(6) versus the expected result of (B)(6). Patient 5, vitros ahbc lot 2540 result of (B)(6) versus the expected result of (B)(6). Patient 6, vitros ahbc lot 2560 result of (B)(6) versus the expected result of (B)(6). Patient 7, vitros ahbc lot 2560 result of (B)(6) versus the expected result of (B)(6). Patient 8, vitros ahbc lot 2560 result of (B)(6) versus the expected result of (B)(6). Patient 9, vitros ahbc lot 2576 result of (B)(6) versus the expected result of (B)(6). Patient 11, vitros ahbc lot 2580 result of (B)(6) versus the expected result of (B)(6). Patient 12, vitros ahbc lot 2590 results of (B)(6) versus the expected result of (B)(6). Patient 13, vitros ahbc lot 2590 result of (B)(6) versus the expected result of (B)(6). Patient 14, vitros ahbc lot 2590 result of (B)(6) versus the expected result of (B)(6). Patient 16, vitros ahbc lot 2590 results of (B)(6) versus the expected result of (B)(6). Patient 17, vitros ahbc lot 2610 result of (B)(6) versus the expected result of (B)(6). Patient 20, vitros ahbc lot 2600 result of (B)(6) versus the expected result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The reactive vitros ahbc results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number eleven of fifteen MDR¿s for this event. Fifteen 3500a forms are being submitted for this event as fifteen devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).